Manufacturer narrative:
Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for ink smear and scratch on the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for ink smear and scratch on the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tubes. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there was dirty found in four of the tubes."